Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged blank display, cosmetic damage located at the screen, and battery cap contact damage found on (B)(6) 2022. Insulin pump not received with battery cap. The insulin pump passed the displacement test, active current test, sleep current test and self test. Test p-cap locked properly into the reservoir compartment during testing. No blank display noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump alarmed a low battery alert found on the event date of (B)(6) 2022 at 11:25:07.000 or 11:25:07 am and was expected. Insulin pump alarmed a battery out limit on the event date of (B)(6) 2022 at 11:26:34.000 or 11:26:34 am. Insulin pump alarmed a change battery fault on the event date of (B)(6) 2022 at 04:54:00.000 or 4:54 am. Insulin pump alarmed a failed battery test found on the event date of (B)(6) 2022 at 11:25:56.000 or 11:25 am. Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection and found scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratched on lcd window. Blank display was not confirmed. Cosmetic damage was confirmed at the screen. Unable to verify customer's complaint for battery cap contact damage. Moisture damage was confirmed found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the metal piece of the battery contact was missing, customer had blank display. No harm requiring medical intervention was reported. Troubleshooting was performed. Pump had a crack (scratches on the screen), no damage to the retainer ring. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.